Event description:
Healthcare professional reported capsular contracture with unknown baker grade. The device has been explanted. This record relates to an unknown side.

Manufacturer narrative:
The event of capsular contraction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction with unknown baker grade.